Manufacturer narrative:
This report is submitted on may 18, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to a post-auricular extrusion. The patient has not been reimplanted with a new device as of this report.